Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include hyperglycemia, dizziness, dry mouth, cough, irritability, shortness of breath, fatigue, sleepiness and some degree of mental confusion. A communication error occurred between the pod and continuous glucose monitor (cgm) during operation. Emergency services were called and the patient was transported to the hospital where the pod was deactivated and removed. The patient was given 9 units of rapid acting insulin and fluids intravenously for treatment. The patient was also tested for covid (negative result) and a chest x-ray was performed due to the severe cough. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in communication issues with sensors. Review of the patient history buffer (phb) data confirmed multiple instances of connection loss between the pod and the sensor, as indicated by estimated glucose values of -1. The phb data shows that the pod is able to reestablish connection each time connection is lost and the automated algorithm responds appropriately to the missing sensor values, putting the system into automated mode: limited and then generating the missing sensor values message after 1 hour. When the pod is connected to the sensor, the automated algorithm appropriately adapts the microbolus amounts based on the estimated glucose values and user inputs. The exact cause of the pod-sensor communication errors could not be determined.